Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer smell insulin while priming. The customer stated that the insulin pump had scratches on screen and casing also made grinding noise during rewind process. Insulin pump rejected new batteries and battery life was diminished. Customer declined to report 24 hours technical support department. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.